Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 7.0 mmol/l and 3.7 mmol/l whilst experiencing hypoglycemia symptoms such as sweating. At the time of the report, the customer´s condition was fine.